Event description:
The rotors are tearing the transfer set and is causing the set to leak. The pharmacy technician was questioned extensively on the process for installation of the set and use of the compounder. No issues were found. The technician reports the compounder is noisy, describing the sound like that of a jet engine. A baxter representative visited the pharmacy in october 2002 to investigate the issue with the compounder, as the pharmacy had previously swapped another compounder for the same issue. The pharmacy technician had saved a set from the previous day's compounding. The silicone portion of the transfer set had a significant cut on the line for station six and had black discoloration around the cut area of the silicone segment. 21 tpn's were compounded that day, using the set. The baxter representative set up the compounder, making sure the set was not in contact with the sides of the rotors, but on multiple occasions, the tubing migrated to the front edge of the roller and began to rub on the tubing. No patient injury or medical intervention has been reported due to this issue.